Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment details, and action taken with physioneal therapy were not reported. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
: At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.